Manufacturer narrative:
The field service engineer determined there was fluid in the vacuum tank leading to insufficient reagent probe drying. After draining the fluid, the system worked fine again. This event occurred in (B)(6). Facility name was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas pro c 503 analyzer. No incorrect results were reported outside of the laboratory. During the evening of (B)(6) 2020, and prior to running the affected sample, the customer accepted and deleted an error message from the system indicating liquid in the vacuum tank. The error indicated that the vacuum tank needed to be drained. After accepting and deleting the error, the customer performed a system reset, and could start the system to continue routine testing. This occurred twice during that evening. The affected sample was tested early the next morning. The sample initially resulted with a calcium value of 1.24 mmol/l. The sample was repeated twice, resulting with values of 0.790 mmol/l and 2.25 mmol/l.

Manufacturer narrative:
The investigation determined that the remaining water on the rinsed reagent probe was not dried properly due to insufficient vacuum and this diluted the measurement. After emptying the vacuum tank, it was confirmed the system was running back within specifications. As instructed by the alarm received, the operator must remove the liquid from the vacuum tank before proceeding.